Event description:
The fse noted the system was down with unfocused images. The image quality of the images produced was degraded to a point in which they were not usable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the center focus grid to be damaged and causing the problem. No conclusion can be drawn as repair info is not available.